Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage. In addition during a follow up call on (B)(6) 2015, the customer stated that she has not started to use the new replacement meter as yet. Customer states that she is still using her old meter and she believes the reason why she was getting low results is because the strips got wet. Customer is using the old meter with the new strips and the she is satisfied with the results she is getting. Sharon stated her blood sugar readings are within her desire range of 98/123 mg/dl.

Event description:
Customer complains of low results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-123mg/dl fasting. Verified test strips expire 05/31/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: about these two results: 63 mg/dl on (B)(6) 2015 at 11:44 pm and 60 mg/dl on (B)(6) 2015 at 11:43 pm. The customer is calling because she kept experiencing and e-4 error message earlier today ((B)(6) 2015); unable to confirm the error message. The customer stated that she has been getting low results after that. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause: user's test strip had poor storage. In addition during a follow up call on (B)(6) 2015, the customer stated that she have not started to use the new replacement meter as yet. Customer states that she is still using her old meter and she believes the reason why she was getting low results is because the strips got wet. Customer is using the old meter with the new strips and the she is satisfied with the results she is getting. (B)(6) stated her blood sugar readings are within her desire range of 98/123 mg/dl.

Event description:
Customer complains of low results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-123mg/dl fasting. Verified test strips expire 05/31/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). The customer is calling because she kept experiencing and e-4 error message earlier today ((B)(6) 2015); unable to confirm the error message. The customer stated that she has been getting low results after that. Adverse event not reported.